Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivery. The customer¿s blood glucose level was 295 mg/dl at the time of incident and treated with syringes. The customer¿s other blood glucose levels are 301 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose events. The customer also reported that the insulin exited at the end of the tubing. The device will be returned for analysis.